Event description:
It was reported that a leak was observed in the tubing of a uv-flash transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The device met product specifications related to the reported event of a leak. Therefore, the reported issue could not be verified and no cause could be found. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is pending. Should additional relevant information become available, a supplemental report will be submitted.